Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact backflow of fluid from the secondary line into the primary line. On (B)(6)2010 at 2135, the primary line of channel 1 of the pump was programmed to deliver normal saline at a rate of 20ml/hr, with a vtbi (volume to be infused) of 500ml and the delivery was started. On (B)(6)2010 at 0401, the secondary line of channel 1 of the pump was programmed in the concurrent mode to deliver an unspecified concentration of bumex at a rate of 2ml/hr, with a vtbi of 100ml and the delivery was started. At 1631, the device alarmed with n250 (door open while pumping). At this time, the nurse noted that the bumex container was empty and that the normal saline container had approximately 300ml instead of the expected 120ml. The physician was notified. The bumex therapy was discontinued. The device was removed from clinical service. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.